Event description:
It was reported that the patient was admitted to the hospital with complaints of weakness and fever. Vegetation was observed on the leads via echocardiogram. The implantable pulse generator (ipg) system was explanted due to infection, the leads were cultured and the patient was treated with antibiotics. A new device system was implanted after the infection resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.